Manufacturer narrative:
The event was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. The investigation determined that there was no product problem.

Manufacturer narrative:
The creatinine reagent lot number was 919283 with an expiration date of 31-jul-2027. The urea reagent lot number was 918138 with an expiration date of 30-jun-2026. The initial phosphorus reagent lot number was 907929 with an expiration date of 30-nov-2026. The field service engineer checked the sample pipette adjustment, the cuvette washing, and the vacuum flow, which were all correct. A general reagent problem was excluded because the calibration and quality control data were acceptable. The customer was using an unsupported partner channel reagent, which may cause unknown carry-over interference. The investigation is ongoing.

Event description:
There was an allegation of questionable results for multiple assays for one patient from the cobas c 503 analytical unit. The initial creatinine jaffe gen.2 result was 7.38 mg/dl with a data flag, and the repeat results were 6.32 mg/dl with a data flag, 3.42 mg/dl with a data flag, 3.06 mg/dl with a data flag, and 3.09 mg/dl with a data flag. The initial urea/bun result was 114 mg/dl with a data flag, and the repeat results were 120 mg/dl with a data flag, 69.2 mg/dl, and 65 mg/dl. The initial phosphate (inorganic) ver.2 result was 9.01 mg/dl, and the repeat results were 5.65 mg/dl and 5.49 mg/dl. The results generated from an unknown method used in the ER (emergency room) were reported as completely normal. No specific data was provided. On (B)(6) 2026, the sample was sent to an external laboratory for repeat testing. The creatinine result was 2.93 mg/dl, and the urea result was 62.8 mg/dl.